Event description:
Needle stuck in abdomen [needle issue]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case from the united states was reported by a consumer as "needle stuck in abdomen" beginning on (B)(6) 2014, and concerned a (B)(6)-year-old female pt using novofine 32g needle from an unk date "many years ago" and ongoing, due to type 1 diabetes mellitus. Pt's height: 160 cm. Pt's weight: 81 kg. Medical history includes type 1 diabetes mellitus from 1977 and hyperthyroidism. The pt had a past history of cellulitis. A pt reported that she was using novofine 32g needles with symlinpen (pramlintide) and the novofine needle got stuck in her abdomen on (B)(6) 2014. At the time of the initial report, the pt stated that she had an appointment with her physician who would remove the needle from her abdomen later that day. The outcome for the event was reported as not recovered. The needles will not be returned as the pt was still using them.